Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. A tamper seal removed on plunger head. The investigation found the device had the top case was cracked down from handle and tubing guides. The ear clip was broken. The pump event history showed a plunger not in place alarm in history. The evaluation was performed, and the reported issue was duplicated, during start-up with plunger head tight against pump. Plunger flipper resting on ear clip on plunger not in place alarm. Impact on case damage. The root cause of the reported issue was due to use error. The technician replaced the damaged top case. Calibrated device and performed all functional tests which passed. (UDI) is unknown. No information provided to date.

Event description:
It was reported that a system failure and a cracked case was observed. No patient injury was reported.